Manufacturer narrative:
(B)(4).

Event description:
Procedure: colon resection. According to the reporter: interoperative leak when bubble test was performed. The surgeon said it could have been from the stapler or the long standing disease and friable tissue the pt had. To correct this condition, the surgeon diverted the pt to allow the anastomosis time to heal. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.